Event description:
The pt's mother contacted animas stating that the pump home screen displayed that there were zero units of insulin remaining when the pump displayed a "call service" error alarm. The rptr also mentioned that the pump displayed the "no prime" warning when the siren sound was present for the error. There was no visible damage to the battery cap and battery compartment. The pt's mother said she did not remove the battery or reboot the pump after the errors. There was no additional alarms in the pump history.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.